Manufacturer narrative:
The cobas 6800 system serial number was (B)(6). From the provided data, it was determined that there was a control failure dpx d(+)c in the batch dpx_6036 due to a delayed amplification in channel 4, implying an internal control (ic) failure. The provided data showed 2 samples that had failed for flag q02, due to the positive control failure. The internal control (ic) is meant to fail when sub-optimal conditions are present, which may occur if there are deviations from optimal workflow with the samples and reagents during handling or pipetting, as well as when manufacturing issues arise. An ic is incorporated in each individual test for monitoring testing performance. Sample invalids may be a multi-factorial issue, with contributions coming from the ic, the mgp, sample variability, and sample quality. Pcr has some slight inherent variability as well. The specific root cause of the event could not be determined.

Event description:
The initial reporter complained of an increase in invalid results for cobas® dpx ¿ 192 while using cobas omni mgp reagent on a cobas® 6800 system. The customer alleged that failures in the positive or negative controls led to invalid runs. The specific failure includes batch 6036 dpx, where channel 4 of dpx d(+) c shows a delayed signal leading to invalid runs.